Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Basic isometrics were performed with no obvious issues noted. The patient is being monitored remotely. Technical services was contacted for a trend review and noted that the values have been elevated above 100 ohms, during the past year and were gradually approaching the 130 omhs mark. Ts agreed with the guidance of continued remote monitoring and further stated no obvious indication of a compromised lead integrity were exhibited. The stored electrograms were clean and free of noise/artifact and all other diagnostics, normal. No resulting adverse patient effects have been reported and to date, no system changes required.